Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing resulting in pacing inhibition. There was no evidence of asystole greater than two seconds. Radiological evidence confirmed lead fracture. Surgical intervention was performed to explant the lead however due to helix retraction issues the lead was surgically abandoned and replaced without incident. No additional adverse patient effects were reported.